Event description:
On (B)(6) 2020, a patient in (B)(6) 2020 underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6), the patient's stoma suppurated abundantly and he was treated with oral augmentin, but it did not improve. On (B)(6) 2022, he was reassessed by his primary care physician and was prescribed oral augmentin again. They also used an ointment with corticosteroids that was approved by the primary care physician. On (B)(6) 2022, the erythema had disappeared and the stoma stopped suppurating.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.